Event description:
It was reported that stent migration occurred. The target lesion was located in the bile duct. A 10mmx60mm wallflex biliary transhepatic stent was advanced for treatment. After the stent was placed and the delivery system was removed, resistance was felt on the stent and delivery and the stent jumped. The procedure was completed with a different device. It was further reported that stent migrated from the target location after release. The stent remained implanted and an additional stent was implanted to cover the lesion. No patient complications were noted.

Manufacturer narrative:
A2: age at time of event: patient is 18 years or older. Updated b5: describe event or problem.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent migration occurred. The target lesion was located in the bile duct. A 10mmx60mm wallflex biliary transhepatic stent was advanced for treatment. After the stent was placed and the delivery system was removed, resistance was felt on the stent and delivery and the stent jumped. The procedure was completed with a different device.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. Device evaluated by manufacturer: the stent was not returned for this complaint, only the delivery system was received. The outer clear sheath was inspected and it was found twisted, the twisted section was located approximately at 10cm from the tip. The outer light blue sheath was inspected and it was found kinked, the kinked section was located approximately at 5cm from the luer. No more damages were found in the returned device.

Event description:
It was reported that stent migration occurred. The target lesion was located in the bile duct. A 10mmx60mm wallflex biliary transhepatic stent was advanced for treatment. After the stent was placed and the delivery system was removed, resistance was felt on the stent and delivery and the stent jumped. The procedure was completed with a different device. It was further reported that stent migrated from the target location after release. The stent remained implanted and an additional stent was implanted to cover the lesion. No patient complications were noted.